Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 805 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. At the time of the event, the buttons on the insulin pump were unresponsive. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.